Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "changes in the shape of mammary gland", pain, and soft texture.

Event description:
Healthcare professional reported reporting right device rupture and complaints about changes in the shape of the mammary gland, pain, soft texture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particle material on the gel/shell, red encapsulation and one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a right side device rupture. Also reported, complaints about changes in the shape of the mammary gland, pain, soft texture. The device has been explanted.